Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable info becomes available. This report was mailed to FDA on: 03/19/2010. (B)(4).

Event description:
Malfunction: tight fitting. The user reported that the 23 gauge probes will not fit through the trocar cannula. No pt event was reported. Additional info has been requested.